Event description:
The patient reported that their electrolytes were off and the patient received multiple shocks. The patient was told that the device was "counting things it shouldn't have." The patient also indicated feeling phantom shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).